Event description:
It was reported that post implant, the lead dislodged. During repositioning the stylet could not be inserted into the lead. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.